Event description:
In 2007, a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. The trunk ipsilateral leg component was deployed and inadvertently pushed above the renal arteries. A snare technique was used to move the endograft distal to the lowest renal artery. It was reported the patient tolerated the procedure, without new complications.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.